Event description:
Rec'd a report from a consumer indicating they experienced the coverstock of a tampon pledget expelling a few days after removal of the tampon pledget. The consumer reported this occurred at the end of their menses while using super plus tampons. No injury reported.